Manufacturer narrative:
The device was not returned to mmdg for investigation. Based on the information provided by the initial reporter, the pump appears to be infusing at a rate that mmdg would consider reportable. This report will be updated if any new information is made available.

Event description:
The initial reporter stated that when the patients infusion ended there was still fluid remaining in the bag. Mmdg did make multiple attempts to follow up with the initial reporter and obtain additional information, however, no other information was available. (B)(4)